Manufacturer narrative:
(B)(4) - pt selection - moderately scarred and calcified common femoral artery. Evaluation summary: evaluation of the returned device found that all four locator wings were found to be broken and securely attached to the vessel locator assembly. The device was not in the access port retracted state. This is inconsistent with the reported event. No other device observation was detected. The probable cause for broken locator wings is tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set. Broken wings may occur if the operator deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese pts, etc.), or performs an inadequate nick and spread, especially in pts with scarring or fibrous tissue. Based on the investigation findings, the root cause for the reported event is the failure to follow instructions. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a moderately scarred and calcified common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was felt during device removal. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. The clip deployed in the vessel and achieved hemostasis. When the device was removed, the locator wings were bent. All parts remained attached to the distal end of the device. There were no reported adverse pt effects. Though requested, no additional information was provided.